Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg value was provided. It was also reported that the pump failed to deliver insulin once a new cartridge had been loaded into the pump. The customer reverted to manual injections for insulin therapy. Multiple attempts were made to complete troubleshooting with the customer; however, no additional information was provided.